Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the nozzle could not be identified. A definitive root cause of the issue could not be determined, as the the facility device reprocessing was confirmed to have been implemented in accordance to the IFU, however, deformation of the nozzle was observed which could contribute to the retention of foreign material. The nozzle deformation was likely the result of mis-use/user handling. The event can be detected by following the instructions for use which state: ¿chapter 3 preparation and inspection 3.2 preparation and inspection of the endoscope and 3.6 inspection of the function in combination with related equipment". ¿inspection of the endoscope body¿ ¿7. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope¿. ¿inspection of objective lens surface cleaning function¿ ¿1. Check that water is flowing on the endoscopic image when the button is pushed in while covering the hole at the top of the air/water supply button with your finger¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Following the confirmed reprocessing failure, olympus personnel send the user facility a reprocessing questionnaire. Through the questionnaire, the user facility confirmed all reprocessing steps in accordance with the instructions for use (IFU). The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted , the unit had undergone insufficient reprocessing and foreign material was discovered clogging the nozzle. Additionally, the angle mobility was found insufficient. The cover had been deformed. Several different adhesive points were damaged and discolored. The light guide coil was scratched and had wrinkles present, and the third switch had been scratched. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
While inspecting a returned olympus evis gastrointestinal videoscope, it was discovered that the unit had undergone insufficient reprocessing as foreign material was found clogging the nozzle. This event had no patient involvement.